Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a pro ultra endo tips t. Items 7 broke during first use; no injury resulted and the broken pieces were retrieved from the patient 's mouth.

Manufacturer narrative:
Customer returned one a063100000700 from lot number 0000179827, batch number 0000139006. Using microscope visually checked tip. Instrument was not broken as indicated in the complaint. The instrument tip was extremely worn. The blue coating was worn down to the silver on the instruments tip. Due to the condition of the a063100000700, no further testing can be performed. The a063100000700 was not broken, but has been used several times. Root cause is unknown.